Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended, and customer could not resume insulin or load new cartridge despite cleaning and clearing obstructed speaker holes as instructed. There was no adverse impact to the customer's blood glucose level. Customer continued using current pump with backup therapy as needed while technical support arranged replacement pump and cartridge.